Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. However, after receiving the event description, the technical support informed the customer that the issue was most likely due to a leak on the circuit or the exhalation flow transducer needs to be re-calibrated. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator was auto cycling. At this time, there is no information regarding patient involvement associated with the reported event.